Event description:
It was reported that, "pt currently had in a ceramic on ceramic accolade stem and psl cup, surgeon went to remove stem and replaced it with a depuy srom stem. Surgeon implanted depuy ceramic biolox head. Rep instructed surgeon to take out the ceramic insert and insert a poly and the surgeon inserted the depuy".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental.